Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 130.2 mcg/day via an implanted pump for intractable spasticity. The patient had been having "troubles" with therapy since pump replacement. They did an x-ray in the office and expressed concern about where the pump meets the catheter. The hcp gave the patient a bolus on (B)(6) 2016 and that "didn't seem to make any difference" for the patient. The patient experienced rebound spasticity, blood pressure changes, possible she was itching and was "squirming all over." The patient had a really a large seroma over the pump. The event date was (B)(6) 2016. Additional information as received on (B)(6) 2016 via the company representative (rep) indicated they believed the connection from the catheter to the pump was not on right and they found the patient had a cerebrospinal fluid (csf) leak and seroma in the pocket. The pump and catheter connector were replaced on (B)(6) 2016 and would be returned. The hcp wanted analysis done, but the pump had to go to pathology lab first and then would send it back. Additional information was provided on (B)(6) 2016 via the hcp indicated the patient was in the office on (B)(6) 2016 with indications of a pump, catheter malfunction. X-ray confirmed the catheter likely was not connected to the pump. Surgery was completed on (B)(6) 2016 and confirmed a disconnected catheter from the pump with a csf leak. The patient's change in therapy was resolved with surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.